Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that the tubes were overfilling. Questions about the citrate tubes documents and the overfilling and underfill guideline. Tech notes: the customer stated that some of the tubes with lot 9280676 are overfilling. They are using straight needles. I requested that she send me pictures."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#(B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "it was reported that the tubes were overfilling. Questions about the citrate tubes documents and the overfilling and underfill guideline. Tech notes: the customer stated that some of the tubes with lot 9280676 are overfilling. They are using straight needles. I requested that she send me pictures."